Event description:
This lead was explanted due to loss of capture. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 47.5 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. The visual inspection showed cuts in the insulation and deformations of the outer conductor coil approx. 5.5 cm proximal to the lead tip. Based on the characteristics, it is reasonable to assume that these damages resulted from the extraction procedure. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.